Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited erosion following routine implantable cardioverter defibrillator (ICD) replacement. The lead was repositioned with a new submuscular ICD, and the lead remains in use. No further patient complications have been reported as a result of this event.